Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of essure device location of device: projected outside of fallopian tube/ migration of essure device -location of device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure implant was only inputted into the left fallopian tube. The doctor could not get essure into the right tube" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety, back pain, constipation, depression and migraine. Previously administered products included for an unreported indication: gabapentin from 2016 to 2018, lorazepam from 2014 to 2018 and tramadol in 2014. Concurrent conditions included multiple sclerosis since 2014. In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: no bladder control"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovarian disease") and vulvovaginal pain ("vaginal pain "). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, fatigue and polycystic ovaries outcome was unknown and the pelvic pain, vaginal discharge and vulvovaginal pain had resolved. The reporter considered device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polycystic ovaries, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs & mr received. Injury nos replaced with new events. Injury nos replaced with new events. Added event device breakage, migration of essure device location of device: projected outside of fallopian tube, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), vaginal discharge, pelvic pain, vaginal pain, fatigue, polycystic ovarian disease, patient did not undergo essure confirmation test,the doctor could not get essure into the right tube. Updated outcome of events, pain & vaginal discharge from unknown to recovering / resolving. Reporter's information was added. Patient's demographics was added. Date of removal was added. Medical history, historical drug, concomitant conditions were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of essure device location of device: projected outside of fallopian tube/ migration of essure device -location of device') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety, back pain, constipation, depression and migraine. Previously administered products included for an unreported indication: gabapentin from 2016 to 2018, lorazepam from 2014 to 2018 and tramadol in 2014. Concurrent conditions included multiple sclerosis since 2014. In march 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: no bladder control"). On 24-mar-2015, the patient had essure inserted. On 7-mar-2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 months 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), polycystic ovaries ("polycystic ovarian disease"), vulvovaginal pain ("vaginal pain ") and complication of device insertion ("essure implant was only inputted into the left fallopian tube. The doctor could not get essure into the right tube"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on 7-mar-2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, fatigue, polycystic ovaries and complication of device insertion outcome was unknown and the pelvic pain, vaginal discharge and vulvovaginal pain had resolved. The reporter considered complication of device insertion, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polycystic ovaries, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.